Event description:
The pt was being evaluated for chest pain and 12 lead ECG was attempted utilizing the zoll x series monitor/defibrillator. The 12 lead was not obtained, an error message "lead failure" was witnessed on the screen.